Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. It was reported that the patient's skin was peeling off and he is diabetic with sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician who recommended using "tattoo cream/lotion" on the irritation. Follow up indicated that the skin irritation improved with the use of the patient's diabetic lotion.